Event description:
Additional information received. Patient reported charging was difficult. Patient reported unable to control shock when getting up, and didn't know if it was charging. Patient reported charging was always an inconvenience. Medtronic rep tried to correct issue. Patient reported they were able to get it to work but charging issues and shock became too much.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was the pt was requesting to be connected to a representative clinical specialist to discuss possible scs system upgrade or removal. Pt indicated they had done research learning there have been significant improvements for more accurate models, so they would like to try it again for one that's easier to be recharged or a non-rechargeable option. Pt commented charging the ins was an inconvenience. Pt stated they could sit there for 30 minutes or an hour thinking it was charging but then they would check it and it hadn't been charging at all because they didn't have it lined up and there was no signal to indicate it wasn't charging. Pt described needing a battery that would last (10-12 days) because they had trouble in the past going through security with recharging system during travel, pt explained from the time the scs ins was implanted in 2016, the representative were excellent in trying to get the ins programmed to resolve issue and they were able to get it to work in a minimal way. Patient said they kept trying but it just didn't work; they finally gave up. The patient reported the main issue was getting a shocking sensation every time they would try to get out of a chair which was quite an irritant causing them to not use their scs system in more than 6 years. Pt implied when they got comfortable in a chair the therapy worked fine but if they moved it would shock them. Pt claimed they'd asked that scs be removed. The pt was redirected to their healthcare provider to further address the issue. Pt implied their hcp was willing to do an upgrade but directed pats to contact representative. Pt also noted during the six years not utilizing the ins , they had their external equipment stored in the basement which flooded so everything was thought to have been thrown out. Patient special services (pss) reviewed discussing possible ins upgrade prior to replacing charging system. Pss reviewed transitioning to the wireless if pt moves forward with utilizing current ins model.